Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided.

Event description:
It was reported that there was a hole in the reservoir. The device was revised with no impact to the pt. The hospital has not released the product.